Event description:
A surgeon reported that they had a vns patient who had their lead and generator explanted for infection. The patient had a staph infection at the generator site. Part of the lead and generator was explanted. The patient presented at the emergency room on 2/18 with an infection. They're not sure how long before that she had the infection. The infection is believed to be related to the patient possibly touching their implant site or living conditions.